Event description:
A customer reported their epiq cvx ultrasound system responded poorly when connecting an unspecified probe during a valve replacement procedure. The system was exchanged to complete the procedure. There was no user or patient harm as a result of the issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.